Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes top was found to be deformed. The following information was provided by the initial reporter. The customer stated: defect: the tube was found to be deformed during use. Quantity: 1 piece. Impact: no impact.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes top was found to be deformed. The following information was provided by the initial reporter. The customer stated: defect: the tube was found to be deformed during use. Quantity: 1 piece impact: no impact.

Manufacturer narrative:
H.6 investigation summary no customer samples and one photo was provided for investigation. The photo verifies a lipout on the top edge of the tube. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for lipout based on the photo provided. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for monitoring of current trends.